Manufacturer narrative:
This report is being supplemented to provide updated to fields h7 and h9.

Event description:
The device malfunction occurred during a therapeutic laparoscopy procedure. A five minute delay occurred while the patient was sedated to switch to a new scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide information received from the user b5 and to provide updates to fields d8, d9, h3, and h4. The device was evaluated by olympus. During inspection the charge-coupled device confirmed broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to charge-coupled device is broken. It is possible that the charge-coupled device is broken from one of the following mechanisms. ¿ unacceptable tension in the area of the "charge-coupled device holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer " cover holder to bumper sleeve." ¿ unacceptable tension in the area of the "charge-coupled device holder" assembly due to asymmetrical alignment of the spring to cover-holder before the bumper sleeve is joined. ¿ pre-existing damage to the "charge-coupled device holder" assembly due to using a suboptimal adhesive device. However, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation but is expected. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. H9/reporting number: 3011050570-10/24/2023-001-r added here due to character limitation in respective field.

Event description:
It was reported, the video telescope was showing images with green color. There were no reports of patient harm.